Event description:
Consumer reported on behalf of his wife. The original case file # is (B)(6). Consumer stated that his wife also use nano pen needles and had the same issues as noted on (B)(6). He stated that the needles are clogged, there is no insulin flow during injection. Patient end needles bent before injection. Needle is difficult to penetrate the injection site, needle appears to be flat. Along with the other issues, consumer also mentioned that one patient end needle broke off before the injection. Lot and product numbers are not available. The packaging has been discarded, samples were not saved. Lot #: unknown. Catalog #: unknown. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.